Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection, lysis socket; lysis stem; malalignment stem. (Left) patient ID: 2nd revision njr number: (B)(6) first revision asa: p2 - mild disease not incapacitating. Additional information received from njr on (B)(6) 2017: updated pt ID from (B)(6). Added liner and stem.